Manufacturer narrative:
Investigation summary: photos received by our quality team for investigation. Through visual inspection, the barrel has a hole near the tip of the syringe. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the teams investigation, possible root cause is associated with the molding process. Adjustments will be implemented, manufacturing personnel have been notified of this incident to increase awareness of this matter.

Event description:
No additional information rcvd.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok syringe barrel/flange was damaged. The following information was provided by the initial reporter: " (B)(6) had several failures with this product. I submitted a case to hope in your quality dept. We had at least 4 with a hole. I wanted to reach out to you to see if you have seen other issues like the. We are currently pulling the specific lot # 3170092 from the shelves and checking any other." The following information was received by the customer on 12/06/2023: was there any harm to the patient/caregiver? (Detail)? No harm/ was the reported incident noticed before, during or after use? During use.